Manufacturer narrative:
Returned product was 2 flexshaft assemblies date coded 1022 & 1122 with coil deformation/weld failure causing the product to not function properly. CAPA-2023-519 opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through may 2024 (date code 0524). Complaint is considered substantiated as the returned product meets criteria for CAPA-2023-519.

Event description:
In this event it is reported that an automatrix shaft tip broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.